Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: catheter, ubd: 25-mar-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown concentration of gablofen at 173mcg/day via an implantable infusion pump for an unknown indication for use. The patient was having an increase in spasticity, and thinks something is wrong with the pump. The pump logs were checked and were normal. The patient is being titrated up currently. A dye study was ordered. The issue was not resolved and the patient's status was noted as "alive-no injury." No further complications were reported. Additional information was received via company representative. It was reported that the dye study had not been completed yet. Additional information was received from the healthcare provider. It was reported there was a device issue, specifically, a catheter issue. The doctor was unable to withdraw from the catheter. A dye study was performed on (B)(6) 2020. The patient was scheduled to see a neurosurgeon for revision. The cause of the increased spasticity was due to the doctor being unable to withdraw fluid from the catheter. The patient was taking oral baclofen until they can get in for surgery. The patient was scheduled to see neurosurgery on (B)(6) 2020. No further complications were reported or anticipated. Per device registration, the pump and catheter were replaced on (B)(6) 2020.